Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display screen was suddenly becoming darker. It was also noted that the display screen text was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2013 with the following findings:the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.